Event description:
The ge oec 9800 fluoroscopy system had an image quality issue where the images appeared either to bright or too dark. Fluctuations in brightness of images.

Manufacturer narrative:
A ge oec service rep investigated the issue and found the focus needed to be adjusted on the image intensifier which was done to correct the image quality issue. The system was tested and found to be functioning as intended and was released to the customer for use. The facility was unable to, or would not provide any patient information with respect to this issue. No negative pt effect was reported because of this malfunction, that occurred during a procedure.